Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found the ins was functionally ok with insignificant anomalies. Evaluation codes were updated upon device analysis. Evaluation conclusion code no longer applies and evaluation results code no longer applies.

Manufacturer narrative:
Concomitant product: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer's representative (rep) reported the patient was in intense pain in the front right lower quad. The patient was in pain directly after the procedure and was still in pain on the day after. Impedances in the operating room were all normal. They confirmed the system was off and with no programming after the patient woke up and again the day after. They tried programming to see if it provided any relief and it did not. They were not able to go above 0.6 without the patient saying it was too intense. No other troubleshooting took place that the rep was aware of. The patient's system was explanted on (B)(6) 2016 or (B)(6) 2016. The rep did not know any details on the patient after the system was removed. The rep interrogated with the device and the impedances were found to be 600-883 ohms when measured at 0.70 volts. Relevant medical history included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting severe increase in lower back pain radiating into both legs and right side of abdomen. The patient had a severe foot drop (left foot). The explant date was reported as approximately (B)(6) 2016. No further complications were reported or anticipated.